Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was missing at the sensor. Customer's blood glucose level was unknown. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 3 opened or used partial sensors and found 2 of 3 sensors with needle bent inside sensor base. 3rd remaining sensor found cannula retracted inside sensor base no broken no missing parts were observed during analysis see attached picture for details. Unable to confirm customer received sensors in said condition due to customer returned opened or used.